Event description:
New information noted: patient presented to clinic with unspecified infection in the pocket that didn't heal with antibiotic medication. The pacemaker was explanted. The patient was stable before, during, and post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported, that the patient presented in clinic for follow up. Upon inspection, it was noted, that there was a hole at the incision site. The incision site was sutured close. The patient was stable prior, during, and post procedure.